Event description:
It was reported that the customer was hospitalized for high blood glucose. The mother stated that the customer's endocrinologist determined that the customer was not ready to use the pump as he was not able to maintain his blood glucose under control with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.